Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart alarm. The customer's blood glucose reading was 5 mmol/l. The customer stated that the pump suddenly alarmed and beeped and there was a black circle on the pump. The customer stated that the buttons were not responsive anymore. The insulin pump was returned for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify un expected restart alarm due to button keypad anomaly. No audio beep anomaly noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.